Event description:
The customer reported that the device was utilized on two vessels during lobectomy procedure. Regrasp alarms were heard during the first activation. The surgeon then moved the device and attempted to seal the vessel again and end tones were heard. The sealed area of the second vessel became torn after the surgeon applied tension to the area with the device. The bleeding was controlled after about 15 minutes. This incident happened approx. 3 to 5 times on the vessel. The blood loss was described as being less than 500 cc. The pt was on heparin and it is believed that this increased the amount of blood loss. A transfusion was provided and the case was extended by more than 30 minutes. The device was no longer used on vessels during the case. However, the surgeon attempted to utilize the device on the interlobar towards the end of the case. The device provided no output at this time. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.